Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed due to a faulty quantum board. During evaluation, it was observed, the rear cover was damaged, and the bezel plate had chipped and had scratches. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the high definition lcd monitor had a green light but no display. It was noted, all the buttons across the bottom could not light up as well. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the devices quantum board failed but the cause could not be specified. Olympus will continue to monitor field performance for this device.